Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). The reported device was returned for investigation. Visual inspection of the returned product identified signs of wear and debris about the implant threads consistent with use. Product matched print specification when measured. The reported product was located on tooth # 3 and used for approximately 6 months. The reported event could not be recreated due to the nature of the dental device and event (medical event). The customer has not provided additional pictures or x-ray images of the product. A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were no additional related complaints for this product lot. Complainant reported that the implant failed to integrate and perforated the sinus. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
It was reported that the implant failed to integrate and infiltrated the sinus. When the implant came out there was a sinus communication, sinus lift completed with puros corto-cancellous bone. The patient will heal and come back for replacement which will be determined at the post op check in 4-6 weeks with follow up scan.